Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, the reported issue was that the station showed disconnected mode. A technical support specialist confirmed that the customer resolved the issue, but no resolution was provided on how the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was showing disconnected mode. The customer stated that this malfunction caused a delay to the patient care and unable to dispense medication. There were no adverse events or injuries reported based on this event.